Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/lobectomy, during firing, the surgeon pushed the green button and tried to fire the device, however, it would not fire. Re-connected the same cartridge to the adapter and re-tried the firing but the same event occurred. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the cut line. There were fully formed, b-shaped staples left on the staple pushers. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/ lobectomy, during firing, the surgeon pushed the green button and tried to fire the device, however, it would not fire. Re-connected the same cartridge to the adapter and re-tried the firing but the same event occurred. Replaced the cartridge to a new one then connected the same device and the firing was successful and the procedure was completed with no problem. There was no patient injury.